Event description:
It was reported that the handpiece was sparking when turned on. No other info was available from the account. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.

Manufacturer narrative:
The handpiece was received at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.